Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician observed the air sensor to function as intended throughout the evaluation. The air sensor was testing for 29 hours and never falsely detected air in the circuit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air sensor was giving multiple false alarms. The user tried to clean the sensor and changed the mounting position, but the issue remained. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.